Manufacturer narrative:
One used fast-fix 360 straight needle delivery systems were returned for evaluation. Visual assessment of the devices showed no suture or ts remain on the delivery needles or were returned. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling and found not to function as intended. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
Additional information. Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Foreign zip code (B)(4). Contact information. Foreign country.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, t1 and t2 were pushed out when the surgeon placed the first suture. No backup device was available and it is unknown how the issue was resolved. There was no delay reported.